Manufacturer narrative:
This rv lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited loss of capture. This rv lead was then repositioned. However, a day after the revision, dislodgement had recurred in which the physician opted to explant the rv lead. Additional information was received from the field indicating that the dislodgement was confirmed through pre-discharge check while the patient was in the hospital. No additional adverse patient effects were reported.